Manufacturer narrative:
Eval summary: one tab broke completely off the liner provisional. The tab failed in the area where it bends in the highest stress concentration area. The tab was probably squeezed excessively beyond the elastic limit of the material. A definitive root cause cannot be determined from the info provided. Eval: the instrument meets print spec where measured. Device history records indicate all components were mfg and inspected to spec. No mfg abnormalities could be detected by either method.

Event description:
It was reported that the trial hip liner broke intra-operatively.